Event description:
Pt reported she had an issue with last infusion with needle set. 1 lead didn't have medication in it out of 4 needles so pt pushed the little bit of medication that was coming into the needles back into syringe and got new needle set to actually infuse. Most likely a defect with the needle set. Pt confirmed the current set she has is a different lot number than the one that gave an issue. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Intravenous immunoglobulin other.